Event description:
It was reported that this artificial urinary sphincter (aus) exhibited a loss of fluid. A surgical procedure was performed to remove the existing device and implant a new aus with a double cuff. There were no patient complications reported.